Manufacturer narrative:
Continuation of d10: product ID: 3708120; serial# (B)(6); implanted: (B)(6) 2008; explanted: (B)(6) 2021; product type: extension; product ID: 3778-45; serial# (B)(6); implanted: (B)(6) 2008; product type: lead; product ID: neu_unknown_lead; product type: lead; product ID: 97715; serial# (B)(6); implanted: (B)(6) 2021; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that after placing the lead into the new extension, contact 7 read being over 40,000 ohms. It was reported that the rep was able to successfully program the patient around the impedance issues following the ins/extension replacement so that they got effective therapy. It was reported that the hospital had the explanted ins and extension and were requesting a return mailer kit to return these devices. It was unknown when the devices would be placed in the mail as they were not in the manufacturer's possession.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 02-jul-2012, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 11-jun-2012, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 11-jun-2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was presented for battery replacement due to end of life, with their ins turned off. After interrogation and an impedance check, electrode 0,2,6 and 7 were found to be over 40,000 ohms, and 5 and 3 had high impedances showing orange avoid. It was reported that the 0-7 lead was for the most part in. It was indicated that the patient did not recall having any falls that may have contributed to the issue. During the replacement the physician was able to access the extension connector for the 0-7 lead. They took off the old extension and as they pulled it off the last electrode on the lead was gone with a wire sticking out. It was reported that they counted the electrodes and only counted 7 on the lead. It was reported that they placed the damage lead into a new extension and connected to the battery. Only electrode #7 was out, with all others working. Electrode #8 on the other lead also already showed high impedances before the replacement, but they did not touch that lead. It was reported that the issue was resolved at the time of the report. The bad extension that was removed was in the hospital's possession but would be returned for analysis.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the conductor was broken by the transition point. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.